Event description:
Latitude alert received on (B)(6) 2018, (triggered on (B)(6) 2018), with error code 1003 stating voltage was too low for projected remaining capacity. There is an unk area of drainage causing early battery depletion. Boston scientific technical services were contacted and engineers estimated 28 days of guaranteed normal function before necessary device replacement. Previous check to ICD on (B)(6) 2018 stated the battery had eight years remaining until replacement.